Event description:
It was reported that a modular cable exchange was performed due to significant damage to outer covering of the driveline and the patient was reporting brief alarms while manipulating their system controller. Log files prior to exchange showed a few clusters of pulsatility index (pi) events as well as routine power source changes. Log files post exchange showed no unusual alarms were seen following the initial connection alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of brief alarms occurring from the system controller was not confirmed. The provided log files did not capture any atypical events, and the pump operated as intended throughout the data. The system controller (serial number (B)(6) was not returned for analysis. Available information for this event indicates that the controller was exchanged to resolve the issue, and that the controller remains in use as a backup controller. No further information was able to be provided. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.